Event description:
Procedure type: laparoscopic assisted vaginal hysterectomy. According to the reporter: during the endoscopic surgery, when the trocar tip was inserted through the trocar cannula, orange fragments were found. A new trocar was replaced. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).